Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that they experienced missing data on the smart device. No medical intervention was reported. Additional event or patient information is not available.